Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 457 mg/dl. Reportedly, the customer has been exercising a lot more recently. To address the bg level, the customer delivered a manual injection. System check with tandem technical support was performed and showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.